Manufacturer narrative:
It was noted that the pau was treated by use of a gore product stent. It was noted that the likely cause of the aneurysm increase and rupture was a type iiii endoleak although the type of endoleak cannot be fully confirmed. It is reported that the patient is still being monitored and cannot be moved at this point. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm and penetrating atherosclerotic ulcer. It was reported that during follow up, the patient was treated for a type ii endoleak. Approximately one year later the patient presented with a 76-mm ruptured pau. An unknown type of endoleak was also noted. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient will be monitored by their physician.